Manufacturer narrative:
Sample availability: sample noted as available on 14-jul-2017. All information reasonably known as of 04-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The pump was received empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable rates. Flow accuracy testing was performed with the saf set to 7ml/hr. After 21.50 hours the pump yielded a flow rate of 11.43ml/hr which is within specification with a +/-20% tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.26psi. The saf flow rate 2ml/hr yielded a flow rate of 1.93ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.95ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.01ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 12.46ml/hr which is within specifications with a +/- 20% tolerance. The evaluation summary concluded that a fast flow was not observed. When refilled to nominal volume the pump infused at each selectable flow rate. Flow accuracy testing was performed and was within specification with a +/-20% tolerance. Pressure pot testing was performed on the 2,4,8 and 14ml/hr rates and each rate was within specification with a +/-20% tolerance. The hospital is not considered a new or inexperienced customer as records show that the hospital has been using the on- q pump since 2011. The medication is not a contributing factor to the incident of fast flow. Root cause could not be determined. All information reasonably known as of 25-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 10-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A medwatch report mw5070446 was received on jun-26-2017 which stated: "patient received a follow up call from the hospital on 2017 and stated that her pain pump that was placed for infra-clavicular block emptied overnight completely. It is supposed to last 2-3 days post op. We currently have the pump and catheter in the risk management office but the rep said that he would stop by the hospital and pick it up the next time he comes by. He said that the on-q pump is not the normal one we use. The normal one does not have the dial. We are also not sure if this had a zip tie or not. Risk management has pictures of the returned product if you need them. Dose: 400 ml, frequency: saf, route used: inf, therapy dates 2017. "